Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, white particles on the device inner surface, total delamination of the valve and one curved opening. A leak test was performed which identified delamination and opening. A microscopic analysis was performed which identified: total delamination of valve and one opening crease sharp. Based on the device analysis the final assessment is: total delamination of valve due to adhesive failure and one sharp crease opening assessed as a fold flaw opening.

Event description:
The device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 07/22/2017. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. The device remains implanted.